Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited non-sustained right ventricular oversensing (nsrvo) due to lead noise. No intervention was reported. Patient condition was unknown.